Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ambulance transported customer to the emergency room and was subsequently admitted to the progressive care unit in the hospital due to diabetic ketoacidosis and a blood glucose level of 800 mg/dl range. Customer¿s bg was treated intravenously with saline and insulin. The customer was discharged on (B)(6) 2022 with no permanent damage. Reportedly, out of range issues occurred between the transmitter and pump, with no continuous glucose monitor sensor readings which resulted in the pump software being unable to deliver insulin. Additionally, the customer was using pump supplies beyond labeling. Tandem technical support informed customer that using pump supplies for more than 48 to 72 hours is off label per the user guide.